Event description:
It was reported that during a laparoscopic gastric bypass procedure, unknown how many reloads. The last firing of the case, the device would not open. The knife was extended all the way. The device cut and stapled as intended, but the device would not open. The manual release was pushed and the device still would not open. The device had to be pried off the tissue. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis found that one ec60 device was received with no visual non-conformances and a cartridge reload loaded on the device. The cartridge reload was received fully fired. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all staples as intended. The device opened and closed without difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism resulting in the trigger not properly returning to its home position. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently while closing the device before firing. This causes the release button to partially disengage from the indicator gear. As a result of this condition, when the device is then fired, resistance will be felt as the release button breaks. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.